Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the hcp of the clinical study did not consider it a device deficiency as the extensions were damaged during the replacement procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 05-may-2015, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 05-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient's ins was being replaced as it was near end of life. There were no issues with the ins noted. During the procedure, the patient's extensions were damaged. The extensions were explanted and replaced during the same procedure and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.